Event description:
Patient revised for loose cup. This happen during a mechanical lift at the nursing home.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Provided information states the cup loosened during a mechanical lift at a nursing home (device used to lift patient). Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.